Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-aug-2023. H6: investigation summary: seventy-eight samples were provided to our quality team for investigation. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-seven samples expelled the solution with a normal flow. Three samples did not expel the solution; these needles are clogged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: we have a report on item 305916, lot 2003406. The report states that the nurse cannot inject the medication. This is one of many reports ive received for this item over numerous lot numbers.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: we have a report on item 305916, lot 2003406. The report states that the nurse cannot inject the medication. This is one of many reports ive received for this item over numerous lot numbers.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.